Event description:
The customer observed a falsely elevated alinity c magnesium (mg) result generated for a 68-year-old female patient sample. The following data was provided (customer¿s reference range 1.6-2.3 mg/dl): sample ID (B)(6) initial result = 7.1 mg/dl, repeat results = 1.9 mg/dl, 1.8 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.